Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The first image depicts the obturator inserted into the cannula. The distal end of the cannula is gouged with a piece d disengaged. The second image depicts the top of the obturator. It was reported that a patient was diagnosed with a pneumothorax and brought to the operating room for a video-assisted thorascopic surgery (vats). During the procedure, before closing, it was noted that an irregular yet oval-shaped piece of plastic port measuring approximately 2.5 x 4 millimeters had broken off the distal tip of the instrument. A tiny piece measuring approximately 1 millimeter was located and extracted from the chest wall. The wound was inspected with retractors layer by layer, then the chest was irrigated and pericapsular wounds with saline. The inspection process was repeated, but no plastic was found. The field was inspected as well. The incision was then inspected with a sterile covered linear ultrasound probe, but the user could not identify any overt chest wall foreign body. The wound was re-irrigated and the chest wall was inspected layer by layer with the thoracoscope. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a2, a3, a4, a5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was diagnosed with a pneumothorax and brought to the operating room for a video-assisted thorascopic surgery (vats). During the procedure before closing, it was noted that an irregular yet oval-shaped piece of plastic port measuring approximately 2.5 x 4 millimeters had broken off the distal tip of the instrument. A tiny piece measuring approximately 1 millimeter was located and extracted from the chest wall. The wound was inspected with retractors layer by layer, then the chest was irrigated and periscapular wounds with saline. The inspection process was repeated, but no plastic was found. The field was inspected as well. The incision was then inspected with a sterile covered linear ultrasound probe, but the user could not identify any overt chest wall foreign body. The wound was re-irrigated and the chest wall was inspected layer by layer with the thoracoscope. Considering the risks associated with additional time under anesthesia, the surgeon proceeded with the completion of the operation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.